Event description:
It was reported that there was a handle problem with the 9800 system. There was no report of patient injury.

Manufacturer narrative:
No investigation was completed, as the service call was cancelled by the customer. Based on the information provided, the customer's bio-medical staff found a loose screw associated with the handle and they completed repairs. No additional information provided.